Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had seen a power on reset (por). The patient was not aware what may have triggered this. Patient was redirected to their healthcare provider to restore settings. No symptoms were reported. No further complications were reported or anticipated.